Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737, software version: (B)(4). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the site reported an issue with an auto-merge. The site was trying to merge a t1 with contrast to a regular t1 before a case. There was a nine millimeters discrepancy in the anterior direction. The site was able to move forward by using manual merge. It appeared that there might have been patient movement during the scan. The t2 merged well with the regular t1. It was reported that both t1 scans had non-contiguous slices which did not meeting imaging protocol. There was no patient present when this issue was identified. It was noted that the site had seen this happen before but did not have any other information when they had seen it before.

Manufacturer narrative:
H3: archive was analyzed. Technical services was able to duplicate the issue where the auto merge did not align the exam but was unable to recreate 9 mm difference; only about 3 mm difference in the anterior direction. Scan included more in the fov than necessary (neck etc.) Which could be creating difficulty for the software algorithm. Scans being merged to the reference exam have non contiguous slices. Manual merge resolved the issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3) the software analysis reviewed the archive. There are 3 MRI exams, out of which mr-1(first t1) and mr-3 (second t1) are having no n-contiguous slices which are not as per the imaging protocol. And non-contiguous slices mislead the merging software algorithm which results in mis-alignment. Hence the software is functioning as designed. No failure found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.